Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "bia-alcl", "peri-implant fluid" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:"peri-implant fluid." Implanting physician information: (B)(6).

Event description:
Patient's representative stated that the patient has been suffering from painful, diffuse swollen left breast and "galactorrhea." Also reported left side "250 ml of yellowish peri-implant fluid was aspirated by puncture and the patient was diagnosed with bia alcl." Device was explanted "in a total capsulectomy including removal of the thoracic cavity overlying the capsules and both nipple-areole complexes." Patient has been suffering from depression and anxiety since the diagnosis. Biomarkers cd30+ and alk- were reported.